Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the in (B)(6) 2019 the patient experienced overdose symptoms after refills 2 times. The physician is very concerned about pump performance.